Event description:
Related manufacturer reference number: 3006705815-2022-01373. Related manufacturer reference number: 3006705815-2022-01374. It was reported that patient was experiencing ineffective coverage of pain relief. Company manufacturers attempted to program and unable to gain effective coverage as one lead exhibited high impedances. X-rays confirmed no abnormalities, and their patient did not suffer any fall. Patient also lost significant weight loss and experiences discomfort /pain at the ipg site. As such, surgical intervention is anticipated a later date to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6)2022 wherein one lead was explanted and replaced and the ipg was repositioned, resolving both issues. Note: as it is unknown which lead was explanted, both leads are being reported.